Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in a syringe. There was no report of patient impact. The following information was provided by the initial reporter: material #309653 - batch #1363550 it was reported there was foreign matter in the barrel of syringe.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1363550. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in a syringe. There was no report of patient impact. The following information was provided by the initial reporter: material #309653 - batch #1363550. It was reported there was foreign matter in the barrel of syringe.